Event description:
It was reported that a patient, female, underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter suffered a cardiac tamponade which required a pericardiocentesis and surgical intervention. The perforation of the left atrium was confirmed by ice after the patient's blood pressure dropped and heart rate increased. Approximately 3810 ml of fluid were removed and the patient was transferred to or to close the puncture of the left atrial roof outside of the right superior pulmonary vein ostium. The patient required extended hospitalization. The physician¿s opinion regarding the cause of this adverse event is that this was a result of the transeptal puncture by st jude brk needle product. The patient was reported to be in stable condition. In addition, it was reported that magnetic sensor error and data streaming error were being displayed on the carto 3 system. The issue was resolved by changing the catheter (lot: 17179251m) to another one (lot: 17175142m). This issue was not reportable malfunction. Since the smarttouch catheter was present during this procedure, bwi takes conservative approach and reports this event under the both smarttouch catheters.

Manufacturer narrative:
(B)(4). (B)(6). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.the following bwi devices were in use: carto 3 ((B)(4)), stockert (st-(B)(4)), cool flow pump ((B)(4)), smarttouch catheter ((B)(4), 17175142m ¿ disposed of and replaced lot 17179251m), decanav catheter ((B)(4), 16095017m), and a pentaray catheter ((B)(4), 17176652l)(B)(4).